Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, right heart failure, stroke, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient, who was transferred from another hospital for regular transplant listing, had a progressive decline in their general condition. For the past week, they experienced regular low flow hazard alarms with the red heart led and continuous beeps. The patient reportedly had a very small left ventricular end-diastolic diameter (lvedd) since the left ventricular assist device (lvad) implant which decreased to its current size of around 30mm. Due to this remodeling, the angle of the inflow cannula also seemed to have shifted. Echocardiogram and x-rays were performed which confirmed that the inflow cannula was not directed to the mitral valve anymore resulting inadequate volume entering the pump. Furthermore, a floating formation was suspected infront of the inflow cannula. Additionally, the patient's organs, liver, kidney, and lung, started to fail which led to flows dropping nearly to 0. A decision was made to perform an emergency exploration to reposition the pump which ended up not being possible. After the exploration was not possible and to exclude any thrombus/floating formations inside the pump, a pump exchange was performed. Visual inspection of the exchanged pump showed not more than normal neointima development in first line. Due to the huge wound area cause of the extend preparation of the pericardial tissue, the patient experienced a high loss of volume and massive blood product infusion was done. In the course, the patient also developed a right ventricular (rv) failure and a temporary right ventricular assist device (rvad) was installed in the same procedure. The patient was able to be stabilized on low level with a very high dose of catecholamine and another high amount of volume substitution. They were then transferred to the intensive care unit (ICU). Both devices were reported to be working as expected.

Event description:
It was reported that the patient passed away on (B)(6) 2024 due to spontaneous intracranial bleeding (icb). There was no change in anticoagulation, and no device related issues caused the icb. The left ventricular assist device (lvad) operated as expected. The outcome was not considered to be device or therapy related. An autopsy would not be performed, the pump was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.